Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the device can't move properly because width blade clip gets in contact with oscillating pin and a blackish liquid oozes from the unit. Last year the device was repaired for the same failure.

Manufacturer narrative:
Integra has completed their internal investigation on jul 7, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; received complete model s kit serial number (B)(4) including a case, power supply, width clip, tool set and cord set. During the evaluation it was found that the width clip set, tool set and cord set meet all approved specs. The power supply and hand piece ran without incident using the wall and cord provided. All internal hand piece assemblies were found clean, function and measured in tolerance on all critical dimensions. A little wear was noted but overall the hand piece and power supply function correctly. The head calibration was out of tolerance on all points including grooved eccentric screws and wear on the gauge bar. Could not confirm the reason for head calibration issue, wear is present but nothing points to a reason for failure. The cap and bushing side are within .001 of each other and stayed consistent, it¿s probable that the regular point the hospital set the knob would need adjustment to take the correct thickness graft but the graft thickness would stay consistent from side to side. The knob tension, eccentric screw adjustment and oscillating pin most likely fell out of tolerance due to heavy use. Recommend warranty pm service based on time in service. The head will need re-calibration on all points. DHR review; device history record reviewed for this product ID show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year look-back for this reported failure and or related to "blade pin gets in contact with pin and black liquid oozing from liquid " for this product ID shows that 5 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the only reason given for return was pm service. The unit was only in service for 3 months but the unit has seen heavy use. The hand piece passed the function test with no assembly failure. All internal assemblies were found in good working condition. The head assembly was out of tolerance on all calibration points including grooved eccentric screws and wear along the gauge bar. The calibration being out of tolerance could cause graft issues but it¿s most likely the thickness that would be in question not the quality of the graft from one side to the other. Reason for failure is unknown, only signs of wear on the head. Due to time in service this is a warranty pm service and head calibration.